Manufacturer narrative:
(B)(4). This complaint for an iipv in an adult was confirmed over the phone; however, no root cause could be determined. This issue is being investigated through CAPA.

Event description:
A nurse contacted baxter (B)(4) regarding a high drain 102 alarm that appeared on the home choice (hc) display, while the home patient (hp) was not connected, after use. The nurse just wanted to know how to clear the alarm so that they can setup for therapy, however, the technical service representative (tsr) convinced the nurse to let her review the therapy log. The hp's therapy indicated that the total fill was 14028ml, total drain was 15876ml, total ultrafiltration was 1847ml, cycle 2 ultrafiltration was 2099, and the fill volume was 2000 ml. The tsr explained the alarm to nurse, the nurse was not concerned as she stated that hp hasn't had his lasix in some time and that last night was his first night back on them, so they were expecting a high drain volume at some point. The nurse does not feel the hc needs to be swapped. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow-up with the hp, he stated that he received the high drain alarm and the registered nurse (rn) called the technical service representative (tsr). The rn did not want a swap. The hp reported he has had no other issues with the machine. The hp is ok and has continued with therapy.

Manufacturer narrative:
(B)(4). The hc device was not returned to baxter, therefore, no evaluation could be performed. A follow-up report will be filed should additional information become available.